Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed, no damage to the pump. No issues were found, during the investigation. The investigation stated, that it is a normal function of the pump to alarm, when the batteries are removed within fifteen (15) seconds, after stopping the pump. Based on the investigation, the complaint allegation was not confirmed. A manufacturing DHR review was not performed, because the results of the complaint investigation do not indicate, a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found, during the review of service and repair records.

Event description:
Information was received indicating that during testing a cadd legacy 1, mdl 6400, pump alarmed with the battery removed. No patient involvement.